Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. It was reported that the drive support cap was sticking out. It was reported that the customer was advised to discontinue use of the insulin pump until replacement was received. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. The motor passed motor test. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.